Event description:
During physical therapy, the patient experienced high lead impedance warning of > 10 kohms. The patient met with the surgeon and it was recommended the system or device be replaced. During the surgery, the surgeon inspected the lead, the lead appeared intact, and no cause was found to create the high impedance. The surgeon unscrewed the lead and reattached the lead to the originally implanted ipg, the impedance was with in normal range. At the surgeon's the discreation, the ipg was replaced with a new device, the initial lead was left implanted. The impedance measurements were performed and were within range.